Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient has multiple contacts out that was inhibiting reprogramming due to lack of available contacts. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient has multiple contacts out that was inhibiting reprogramming due to lack of available contacts. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that the damaged eyelet was removed and nothing left in the patient's body. Sc-2316-50 (sn: (B)(4) & (B)(4)) device evaluation indicated that the complaint was confirmed. Visual inspection found that the lead bodies were fractured/kinked at the proximal end just before the retention sleeve. X-ray inspection of the leads revealed that all cables were completely broken at the bent/kinked location of the lead. There are no exposed cables at the fracture locations. The broken cables resulted in the reported complaint of high impedance. Sc-4316 (lot # 17643035) visual inspection revealed eyelets damage to both anchors. One of the clik anchors is missing a portion of the damaged eyelet. The small piece of silicone was not returned. The returned splitters sc-3400-30 (sn:(B)(4) & (B)(4)) were analyzed and exhibit normal characteristics.

Event description:
A report was received that the patient has multiple contacts out that was inhibiting reprogramming due to lack of available contacts. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Date received by manufacturer: 11/22/2016.

Event description:
A report was received that the patient has multiple contacts out that was inhibiting reprogramming due to lack of available contacts. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that that the patient underwent a revision procedure wherein the leads, splitters and clik anchor were replaced.

Event description:
A report was received that the patient has multiple contacts out that was inhibiting reprogramming due to lack of available contacts. The patient will undergo a revision procedure wherein the leads will be replaced.